Manufacturer narrative:
Product complaint # (B)(4). F10 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code that was used? For which indication was surgifoam used? Was is your current status? Was the antibiotic treatment started before the surgery? Was there any indication of an infection prior surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dental bone graph procedure on (B)(6) 2024 and absorbable hemostat was used. His sponge is not dissolving from his dental bone graph in his lower sinuses. It hurt for three weeks and felt like it¿s getting better. They have been on antibiotics for almost 30 days. Patient can feel an irritation under his left eye in the sinus area patient still feeling pain. Infection was noticed two weeks post-op. Dr. Stated the pain should be gone soon. Dentist stated that he would remove the sponge, but he would also remove the graph and the implant which the patient does not want to do. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested, and the following was obtained: - for which indication was surgifoam used? Dental implant, used as retaining walls to hold bone graft - was is your current status? Just finished 40 day treatment of antibiotics, currently in a wait-and-see status. - was the antibiotic treatment started before the surgery? No - was there any indication of an infection prior surgery? No the following information was requested, but unavailable: - what was the product code that was used? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the patient called to ask if he should have it all removed or just wait it out. I informed him that was a decision he and his surgeon would need to make that we cannot give medical advice. I did advise him to make sure he voices all his concerns to this new oral surgeon. The patient went back to his oral surgeon who stated that the sponge was either gone or in the bone graft. The patient is still having sensations that it¿s still there and light pain that is nothing like it was when it started. He feels that as the sponge dissolved it contaminated his bone graph because he can feel the bone graft itself and because he has redness in his face above where the bone graft is located and every so often it bothers his left eye which is side that the bone graft was put in. Patient will be seeing a new oral surgeon about a broken tooth on the right side of his mouth. In the beginning the patient was on antibiotics for 40 days from the oral surgeon. A short period after he was off the antibiotics the patient returned to his dr with a sinus infection on this left side and a little infection on the right side. Patient went to the va ent who put him on antibiotics for 12 days then they flushed out his sinuses. The patient returned a few months later, where they could see that his sinuses were clear. The patient stated that several years earlier he had a tooth pulled and the dentist placed a dissolving sponge in the hole to help it heal. After 4 or 5 days he was still having pain, so he took tweezers and removed the sponge, and the wound healed the next day. He feels that for some reason his body does not dissolve this sponge. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.